Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had a burn on the distal end. The issue occurred during reprocessing of a transurethral resection procedure. There product was not used on the patient and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that excessive force or impact such as being dropped, may have caused a sharp edge deformation at the distal end. However, the device was not returned for evaluation and therefore, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.